Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was likely exhibiting the advisory behavior. After 24 months of implant, the monitoring voltage was 3.07 volts. It is unknown what the monitoring voltage was at 27 months of implant, but was at 2.59 volts after 30 months of implant. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Approximately three months later, this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.